Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to a potential arrhythmia. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead displayed possible atrial undersensing during ventricular fibrillation (vf) episodes. Also, the implantable cardioverter defibrillator (ICD) and ra lead displayed atrial oversensing on the atrial tachycardia (at) / atrial fibrillation (af) events that was considered to be possible electromagnetic interference (emi). Both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.